Event description:
It was reported the patient is deceased. It was further reported that during implant of the right ventricular lead the ventricular thresholds were 0.5 volts (v). Upon lead tie down the r wave had significantly decreased. The lead was repositioned, the incision was closed and the post op check noted elevated thresholds. Under fluoroscopy the lead was reported to appear to be in the same position. The incision was reopened and the lead was repositioned. Several attempts were made to place the lead in a satisfactory position and on at least two positions the impedance was noted to be > 2000 ohms. The physician then elected to try an active fixation lead. The patient¿s heart rate decreased to the thirties and the blood pressure was dropping. The patient was intubated and externally paced and medication was given to support the blood pressure. The pacemaker procedure was abandoned and the surgeon opened the patient¿s chest to evacuate the tamponade and a perforation was noted. Blood products were given and a temporary pacemaker was placed when external pacing was no longer effective. The patient¿s rhythm deteriorated to ventricular fibrillation and required seven shocks. After four hours of resuscitation efforts the patient was pronounced deceased.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator (ipg), implanted: 2014-(B)(6). (B)(4)